Manufacturer narrative:
The customer will be completing the repair.

Event description:
It was reported that the customer had re-welded the lift actuator bracket, which could possibly mean that the actuator had broken from the mount at some point. Though not reported, depending on the position (height) of the lift when the breakage occurred, an unexpected lowering of the bed could result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.